Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006 for the treatment of pelvic organ prolapse and stress urinary incontinence. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted into patient on (B)(6) 2006 due to stress urinary incontinence. The patient experienced explantation of mesh on (B)(6) 2006 due to erosion, cystocele, and rectocele. No further information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, incontinence, dyspareunia, frequency, and nocturia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.